Manufacturer narrative:
Analysis revealed that the device was rec'd with missing component in the drive assembly.

Event description:
The customer reported high bgs. In addition, the customer stated that the insulin was not exiting. Troubleshooting was performed. The set was changed and the insulin did not exit. Suggested the customer remove the pump and use a back plan.